Event description:
It was reported that the customer was hospitalized for high blood glucose. The customer's blood glucose level was unknown mg/dl. The customer said that he had been hospitalized for a high blood glucose . The customer was advised to call back caused of unable to record most of the information. The customer said that hew went to emergency room and was kept for observation of his high blood glucose on (B)(6) 2015.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.